Event description:
It was reported that the patients right atrial (ra) lead exhibited high impedance and oversensing. A lead fracture is suspected. The lead has been inactivated and a new lead placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: vedr01, ipg; implanted: (B)(6) 2009. (B)(4).